Event description:
It was reported that the buttons were not properly responding on the customer's insulin pump. The customer did not recall any significant events leading up to the issue. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No frozen screen noted. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.